Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable remove sterile water from pyxis cabinet. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had not allowed removal of sterile water. A technical support specialist (tss) advised the user to verify medication settings, check override permissions, review cabinet settings and check user-level exceptions. The customer checked and confirmed that sterile water is mapped correctly for medication access. Techs can remove any non-controlled in that same drawer which is a matrix drawer. The user mentioned that need to have them test this out again some of the overrides did not match on all three categories (formulary, device and role). The tss also checked on this and confirmed that the user was able to successfully withdraw it. The tss confirmed with the customer that the issue was resolved and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable remove sterile water from pyxis cabinet. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.